Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: mentor memorygel breast implant 400cc, catalog 3504004bc, serial number (B)(4), lot number 7324123. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 400cc and experienced capsular contracture on the right breast implant baker grade iii. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that capsular contracture was baker grade iii/IV. The right side had a fold. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, it was reported to mentor that the date of removal was (B)(6)2020. On (B)(6)2020, it was reported to mentor that the capsular contracture was baker grade IV. The replacement devices were mentor smooth round high profile 560cc breast implants. Manufacturer¿s reference number: (B)(4).